Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3487a-56, lot# v537001, serial# implanted: (B)(6) 2010, product type: lead. Product ID: 3487a-56, lot# v537001, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient had their device removed on (B)(6) 2013, but was still very sick at the time of the report. It was noted that the device was removed because the patient needed to have and MRI of their neck. It was further noted that a manufacturer representative was not present at the removal procedure. It was further reported that having the device removed made everything worse. The patient commented that they had had 9 surgeries in their past but had never felt bad for this long. The patient was reportedly taking heavy medication and their health care provider (hcp) reportedly gave them an injection and cream but they did not help. The patient hcp reportedly told them to ¿give it time,¿ but the patient stated that it is not getting any better and it was getting worse. The patient reportedly could not sleep and could not do anything. It was noted that the whole thing was swelling. It was not able to be clarified what the patient meant. It was later reported that the patient¿s face was swollen after explant. It was noted that the swelling was much worse on the day of the report and included their eye. The patient also reportedly had severe pain in their head and on their right side and into their brain. It was further reported that the patient had nerve pain in their head and that it is difficult when they touch the incision. The patient reportedly had cream for it. The patient also reportedly was taking more medication then they were supposed to because the pain was so unbearable. It was later reported that the patient states that they have post-operative pain from removal. The patient was reportedly going to follow up with their doctor.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the patient¿s hcp reported the swelling and droopy eye conditions were ¿not related to the spinal cord stimulator (scs)¿ and that ¿her symptoms were from her underlying condition, not the scs system.¿ the patient had notably ¿just been in the office for an injection¿ at the time of follow-up and it was requested that she ¿return to the clinic one month post injection to evaluate her status.¿

Event description:
Additional information received reported the patient saw the health care provider (hcp) last week. The physician did not feel any of the patient's pain was related to having an implanted device, or having her device removed. There was reportedly no documentation of swelling. It was noted pain was from a facial nerve injury unrelated to the device. The patient came to the hcp's office for nerve blocks to control pain. They were reportedly going to try an occipital nerve block in a few weeks. The hcp did not have information pertaining to the "placement information related to the explanted device."

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had swollen eyes. Additional information received reported the patient reportedly couldn't do anything, couldn't work, and was in bed half the time. The patient noted it was miserable and she was suffering terribly. The pain medication was reportedly very strong and was affecting her whole body. Additional information received reported the patient's right eye was droopy. The right side of the patient's face was painful and the patient had pain in her head. The patient reportedly had an appointment with the physician on (B)(6) 2014 to discuss her medical concerns and did not request the presence of the rep.